Event description:
The pt went to see the physician for a pump refill of lioresal; his daily dose is 155mcg/day. The physician began to prepare for the refill, and the pt became very anxious and was uncontrollably crying. The pt was unable to remain still on the table, his belly was in a constant motion of up and down due to the crying and yelling out. The physician got into the reservoir port of the pump, and withdrew 6ml of medication; expected volume was 5.8ml. The hcp performed the refill with 20ml of lioresal 2000mcg/ml. After the medication was pushed through the syringe, the skin over the pump was raised. At this time the physician believed the needle came out of the reservoir port of the pump during the refill and the medication went subcutaneously into the pump pocket. The hcp tried to aspirate the subcutaneous medication, but lioresal was not able to be withdrawn into the syringe. At this time, the hcp withdrew the needle and checked with the pharmacy to get another lioresal kit for the refill. The pharmacy had only the 500mcg/ml of lioresal concentration available. The hcp did the refill with the 20ml of lioresal 500mcg/ml successfully. He did a bridge bolus appropriately and updated the new concentration with the programmer, keeping the same daily dose. The hcp ordered an x-ray of the pump pocket to further assess the pocket for any isolated areas of drug fluid. The pt's mother was informed of overdose symptoms to watch for upon discharge home with her son. The pt went to the ER that evening. His symptoms were "uncontrollable giggling and vomiting." He was later sent home from the ER with no further symptoms or issues and was "doing ok".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).